Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis showed a decrease of the rv sensing amplitude from larger than 20 mv to about 2 mv within three days in (B)(6) 2017. The pacing threshold in the rv channel also changed form 3 v to 1 v within one day. Further inspection of the data did not show any peculiarities. In particular the pacing and shock impedance values were normal and stable. Based on the information available for analysis, the root cause of the clinical observation could not be determined. However, there was no indication of an ICD malfunction. Particularly the automatic capture control algorithm functioned as expected according to the available data. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned data revealed no indication of an ICD malfunction. The integrity of the lead cannot be assured based on the available information.

Event description:
Ous MDR - loss of capture was reported. The patient was hospitalized and this lead was explanted. It appeared there may have been an issue with the cac algorithm.